Event description:
It was reported that the doctor tried to use the 70 degree slingshot with the #2 vicryl and it broke the jaw of the slingshot.

Manufacturer narrative:
This product problem is being reported on behalf of pivot medical who was recently acquired by stryker corporation. This event was identified as reportable to FDA through integration remediation activities. The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device is excessive force used to pass through tissue and/or capture/release suture. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.